Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2016, the index procedure was performed. The target lesion was in the right mid superficial femoral artery (sfa) with 80% stenosis and was 130 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation using a 5x150mm mustang balloon. Post dilation a dissection was observed. Subsequently, the 6x150mm study stent was implanted to treat the dissection. Post-dilatation was performed resulting in 0% residual stenosis. On (B)(6) 2019, 939 days post-index procedure, 95% of the in-stent restenosis of the study stent noted in the right mid sfa was treated with percutaneous transluminal angioplasty (tvr) and by placing a non-bsc drug-eluting stent in antegrade position with 0% residual stenosis. On (B)(6) 2019 the subject was discharged. On (B)(6) 2019 the event was considered by the site to be resolved.

Manufacturer narrative:
Device is combination product.

Event description:
Imperial clinical study. It was reported that in-stent restenosis occurred. (B)(6) 2016, the index procedure was performed. The target lesion was in the right mid superficial femoral artery (sfa) with 80% stenosis and was 130 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation using a 5x150mm mustang balloon. Post dilation a dissection was observed. Subsequently, the 6x150mm study stent was implanted to treat the dissection. Post-dilatation was performed resulting in 0% residual stenosis. On (B)(6) 2019, 939 days post-index procedure, 95% of the in-stent restenosis of the study stent noted in the right mid sfa was treated with percutaneous transluminal angioplasty (tvr) and by placing a non-bsc drug-eluting stent in antegrade position with 0% residual stenosis. On (B)(6) 2019 the subject was discharged. On (B)(6) 2019 the event was considered by the site to be resolved. It was further reported that per dus performed during the unscheduled visit reveled, unexplained change in the waveforms between the segments and patency of the stent cannot be confirmed. Follow-up core-lab angiography finding dated 31-jan-2019, noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 1c. No stent deformation or stent fracture was noted.